Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified and 99% stenosed proximal renal artery. A 5.0 x 15 mm herculink elite self-expanding stent system (sess) was advanced to the lesion; however, it could not inflate. Another 5.0 x 15 mm herculink elite sess was being advanced but it could not cross the lesion due to the anatomy. The patient was referred to surgery. There was no clinically significant delay in procedure and no adverse patient effects due to the use of the devices. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment issue was confirmed to be due to the tear in the balloon. The tip detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. The inflation issue and balloon tear appear to be due to case circumstances. A cause for the tip detachment could not be determined. The foreign body in the patient is related to operational context. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no indication to suggest a lot specific product issue. Based on the information reviewed, there is no indication of a product deficiency. (B)(4).

Event description:
Subsequent to the initial report: returned device analysis revealed there was a tear in the shaft and the tip separated. Follow-up with account indicates this occurred during use and it is unknown where the tip is. No additional information was provided.